Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source's lamp was not igniting during procedure preparation. According to the initial reporter, the unit was displaying an e103 communication error. Reportedly, the intended procedure was completed using another device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 8010047-2022-09255 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.